Manufacturer narrative:
The reported problem could not be confirmed. The reported premix cassette with brand name unknown and part number not provided was not returned for evaluation and there was no evidence provided for problem confirmation. Based on review of information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. The item is a purchased finished good, the device history record is at the supplier and not readily available for review.

Event description:
It was reported via medwatch mw5157125 that a patient had reported a problem with the premix cassette, indicating that it was not latching into the pump. Two pumps had been tried, and a high-pressure message appeared on one of the pumps due to the cassette's failure to latch correctly. The patient had an "ekit" on hand and planned to use it for mixing the following day, with a replacement "ekit" having been ordered. The situation involved a continuous infusion, with the set flow rate and volume delivered remaining unknown. The reported product fault had occurred while in use with the patient, but it did not cause or contribute to patient or clinical injury. The patient had been able to switch to a backup device (ekit) and successfully continued the infusion. The infusion was life-sustaining, and the issue was resolved.